Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the circumstances that led to the loss of effect included going to the ba throom a lot with very loose stools and urgency. The settings were increased and the issues resolved. The patient was doing very well.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had an appointment with her healthcare provider (hcp) on (B)(6) 2015, and therapy was increased to 0.65 v. On (B)(6) 2015, the patient had three accidents and increased stimulation to 1.25 v but she didn't feel stimulation. Indication for use was reported as fecal incontinence and gastrointestinal/pelvic floor. Follow up is being conducted to determine the circumstances that led to the loss of therapy and stimulation, the steps taken, and if it resolved.